Event description:
As reported, approximately 5.5 years post op the initial tha, this female patient was revised. Patient was having issues so the surgeon swapped out the head and liner for a new ones. The liner was moving within the cup. Devices will not be returning, hospital kept. Unable to obtain photos/x-rays. No other patient information/medical history reported.

Manufacturer narrative:
Concommitants: 100-28-00, (B)(6) - cocr femoral head 28mm +0mm neck. The revision reported may be due to the liner becoming loose in the cup as reported. However, the device-device loosening, contributing factors, sequence of events, and user or patient related factors cannot be confirmed from the information provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.